Event description:
Additional information received indicated further episodes of noise resulting in oversensing were observed on the rv lead. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the right ventricular (rv) lead. Provocative testing was performed, however, the noise could not be reproduced. External electromagnetic interference was suspected, however, the root cause of the noise was unable to be confirmed. No intervention was performed at this time. The patient was stable and will continue to be monitored.